Event description:
During hysterectomy, bipolar robotic instrument broke and was lost in abdomen; procedure converted to open and extended several hours before instrument piece located. FDA safety report ID (B)(4).